Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted that the outer helix was out of specification; elongated helix is consistent with having occurred during the procedure. Further analysis performed found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited stretched helix. The ralp was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.